Event description:
The pt reportedly experienced intermittency. External equipment was exchanged and programming adjustments were made, however, this did not resolve the issue. The pt's device was explanted. The pt was reimplanted with another advanced bionics' cochlear implant.